Manufacturer narrative:
The investigation for the high purge pressure and saturated flow has been completed. No product was returned for evaluation. Data logs from field were returned and rt log shows increase in purge pressure over approximately 21 minutes to a purge pressure of just under 1000mmhg. Purge remains high for approximately 3 hours before additional purge increase to trigger "high purge pressure" alarms. No motor current spikes or speed deviations were noted at time of purge pressure rise. Purge remained high for remainder of case. Additionally, towards end of pump run, pump flow becomes fully saturated with motor current rising without a p-level change. Clinical details noted that physician started tissue plasminogen activator (tpa) in purge solution after high purge pressure was noted. The root cause of the high purge pressure was most likely due to biomaterial build-up. The root cause of the saturated flow was most likely due to biomaterial.

Event description:
The complainant reported that after one day of patient support, the implanted impella 5.5 pump began to experience high purge pressure and low purge flow. Tissue plasminogen activator was added to the purge to troubleshoot the issue but one day later, the pump began to experience saturated flow. Due to the ongoing issues, the decision was made to replace the pump. There was no patient harm resulting from the failure.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist. Section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿